Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced four infusion set leakage events since (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-14366 - device 1 of 4. E1: patient city: (B)(6). Patient country: canada.